Manufacturer narrative:
H3: the tracer pointer was returned to the manufacturer for analysis. Analysis found that the reported problem was confirmed. The returned tracer probe was not recognized when connected to a known-functioning system. It would not track. A check of the electromagnetic (em) interface showed that coils 1 and 3 were showing a navigational error. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the instrument has not returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A05 captures the damaged tracer pointer, a0907 captures the inability to perform trace registration, and a0709 captures the red and blinking tracer as well as the geometry error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the surgeon was not able to perform the patient tracing registration because the tracer was red and blinking. The surgeon did the surgery without navigation. There was troubleshooting present. It was reported that the pointer had a geometry error of 20 to 40 millimeters (mm) depending on the distance of the emitter. It was noted the maximum allowed by the system was 4.5mm. The probable cause noted was a damaged tracer pointer. There was no impact to patient's outcome and surgical delay was less than one-hour.

Manufacturer narrative:
Additional information in section a. H3, h6: a medtronic representative went to the site to test the navigation system. Testing revealed that the system was performing as intended. B01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.